Manufacturer narrative:
.

Event description:
During a review of the programming history for patient's device, high impedance was on (B)(6) 2014 during a generator replacement surgery. The explanted generator was interrogated and then a system diagnostic was performed with results (impedance - high, dc dc - 7). The explanted generator was not returned to the manufacturer. A new generator was implanted the same day and system diagnostics showed normal results ( impedance - ok, 3547 ohms).